Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips there was a touchscreen misalignment. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The philips field service engineer (fse) confirmed the issue. The issue remained after calibration was performed. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
H10: the part was returned to failure investigation. The ul_lr and ur_ll resistance were out of spec. The customer complaint was confirmed.